Event description:
A malfunction alarm occurred, displaying code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump and instructed them to load a new cartridge and resume insulin delivery after the call. The customer was advised to contact technical support if the issue recurred, and the caller acknowledged the instructions.